Event description:
The lay user/patient called lifescan (lfs) in 2006 and alleged that her meter was prompting an apply sample message. The medical affairs specialist mailed a letter on october 4, 2006, since the user could not be reached by telephone for further clarification. The patient obtained the meter, 2 weeks ago and has been unable to obtain a meter result since obtaining the meter. She was reportedly, applying the blood to the top of the test strip. On the day of the event, at approximately 5:00 p.m., she was out running errands and she began to feel dizzy. She drove herself to the hospital and her blood glucose was tested, with a result of 60 mg/dl. She was given orange juice as treatment. It would have been helpful to know if her diabetes treatment regimen was altered in any way prior to the event. The patient was able to perform a control solution test and a blood glucose test, while on the phone with the lfs customer service representative. The blood glucose result was 132 mg/dl. This complaint is being reported; although the meter issue was resolved, the patient was unable to test on the meter and during this time, the patient had a hypoglycemic event. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.